Event description:
It was observed during device evaluation, the gastrointestinal videoscope had burn marks on the tip body as the tip cover was burned and foreign material was present inside the auxiliary water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint for burn marks observed on the tip body and tip cover burned is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.